Event description:
Several shipments of the comfortgel nasal mask had been shipped with out the built in exhalation port. The sales representative contacted the respironics product manager and indicated that they had comfortgel nasal masks which did not incorporate the built-in exhalation port, a product requirement for this mask.